Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that beginning a few weeks ago, the pocket where they put the ins on their left side, an inch or so above the belt line is burning. Not all the time but when they lean back they get something. Later in the afternoon if they lean back it is like their belt bothers it but it doesn't, it is above the belt. They let it go for a while thinking it would get better, but it hasn¿t. They spoke with a couple manufacture representatives (rep) who said something to the patient¿s implanting healthcare professional (hcp) who told the reps that they already saw the patient and everything was fine but the patient has not been into the office so the hcp must have gotten them mixed up with another patient. The patient would follow up with their hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implant site had burned for three months. The patient stated it stopped after three or four months. No further complications were reported.